Event description:
Surgeon was using fenestrated bipolar forceps (ref # 471205, ver 17, lot k132405090192) during a robotic case and noticed the cable on the instrument was broken. We removed the instrument and replaced it with a new one. No pieces were lost in patient and no harm was caused due to instrument failure.